Event description:
A malfunction alarm was reported resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections as a backup therapy.